Manufacturer narrative:
Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c after further evaluation, the suspect medical device was changed from alinity I processing module, list 03r65-01, serial ai01834, in section d of this report to alinity ci-series level sensor, bulk solution, list 04s68-02. Both products have the same manufacturing site of abbott max-planck-ring 2, wiesbaden, germany. Further investigation into this issue found that the patient results could have been impacted by a deficiency of the alinity I bulk solution, level sensor, where a crack could have been developed by environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer of the potential reliability issue with the alinity ci-series level sensor and that abbott has redesigned the part to improve the reliability. Abbott recommends that once the redesigned part is available, the customer should replace the level sensor on all alinity ci systems. The letter also informs the customer that they may continue to run the system using the level sensor (ln04s68-02) until the redesigned level sensor (ln04s68-03) replacement part is available. Until the part is replaced the customer was instructed to inspect the alinity ci-series level sensor weekly. The customer was also provided troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Manufacturer narrative:
Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues : a) discontinue reporting results until troubleshooting is complete b) provides instruction for inspecting the alinity ci series bulk solution level sensors and the actions to take if a crack is found and c) if the level sensor is not cracked, to reference the alinity ci series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci series bulk solution level sensor.

Manufacturer narrative:
This follow-up MDR is being submitted as the product correction letter has been updated. An updated product correction letter was issued to inform the customer that the newly released bulk solution level sensor (B)(4) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (B)(4) with the following instructions: inspect the part for cracks prior to installation and continue to follow the weekly maintenance procedure after installation.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported a (B)(6) alinity I anti-hcv and a (B)(6) alinity I hiv on one patient for each assay. The results provided were: pt#1 on (B)(6) 2019 anti-hcv initial = (B)(6) / pcr on (B)(6) 2019 = (B)(6) / retest of (B)(6) 2019 sample now = (B)(6); pt#2 on (B)(6) 2019 initial = (B)(6) / pcr = (B)(6) / sample tested on vidas = (B)(6). There was no reported impact to patient management.